Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial implant with a bifurcated stent, an infrarenal aortic extension, and two limb stent grafts. A follow up computed tomography angiogram (cta) showed a type 1b endoleak from both limbs and aneurysm sac growth. The physician elected to implant two ovation limbs in the left iliac artery and a third ovation limb in the right iliac artery. The procedure was completed and the type 1b endoleak was resolved. The patient was reported as well.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment based on the information available, clinical was able to confirm the endoleak type ib. The most likely cause of the endoleak type ib is patient anatomy related and that the device is not likely to have contributed to this event. Instead, off label circumstances, such as ectatic/aneurysmal bilateral common iliac arteries, and tortuous common iliac arteries likely contributed. Due to lack of medical information available, clinical evaluation was unable to find substantial evidence to confirm the secondary procedure. These types of events will be monitored and trended as part of the quality system. Correction: contact office patient code.